Event description:
As reported by the user facility (info by sales organization (B)(4)). Over infusion: the pump gave 100 x programmed dose. The medication used was norepinephrine. The pt had 26 of pressure. The pt gets better. The door is no longer in line (to high). Now the pump don't want to start. This pump is never been opened (delivery in (B)(4) 2013 and control (B)(4) 2013).